Manufacturer narrative:
No other adverse patient effects were reported as a result of the implantation procedure. There are no allegations against the two crt-ds as the physician believes that the malfunctions of the two products were due to a short in the competitor lead which then damaged the devices. The third crt-d and new defibrillation lead remain implanted and in service. The first two crt-ds will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the crt-d was analyzed. No visible arc marks were found on the case surface. A review of the memory found several faults. There were as follows: shorted lead fault after a 41 joule shock attempt, shorted lead fault after a 41 joule shock attempt, charge time exceeded, and charge time exceeded. An x-ray of the device found no visible damage to the internal circuitry. The device was able to deliver pacing pulses. However, when the shocking functions were tested with a manual shock test, a charge time out fault was produced. This is indicative that device has sustained damage to the output circuitry. No further analysis was able to be performed due to the internal damage. Laboratory analysis concluded that the device output circuitry was damaged after experiencing a shorted lead condition during shock delivery.

Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy defibrillator (crt-d), the device was connected to an implanted competitor's lead. Lead measurements obtained on both the pacing system analyzer (psa) and while connected to this crt-d were normal. During induction testing, the first delivered shock did not terminate the induced arrhythmia and a yellow screen was displayed on the programmer, indicating that a short circuit was detected during shock delivery. The arrhythmia was successfully terminated using an external defibrillator. The induction test was repeated with the same result. After the arrhythmia was terminated with external defibrillation, a new error message was then displayed, indicating that the capacitor charge time exceeded the limit. In addition, the paced rate dropped from 70 to 50 ppm and the device displayed another error message for a depleted battery. It was suspected that this crt-d had malfunctioned and it was replaced with a new one of the same model. Lead measurements were taken again on both the psa and when connected to the new device and no abnormalities were observed. Induction testing was then performed. When this second crt-d charged and delivered a 23 joule shock, the arrhythmia was not terminated and the yellow warning screen indicating a short circuit was detected during shock delivery. The arrhythmia was converted with external defibrillation. The device was reset and all measurements appeared normal and it was then decided to replace the competitor's lead with a new boston scientific defibrillation lead. Measurements obtained on both the psa and connected device were normal. Induction testing was again performed but this time, this device would not deliver the induction shock and displayed the warning message of the exceeded charge time. All measurements were normal and induction testing was successful. No other warning messages were displayed.

Event description:
The ICD was returned.